Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 4. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 4041 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on 11/19/2010 to notify her of the iipv found during evaluation of the hc device and the probable cause identified. The nurse verified that hp did not have any symptoms or issues around that time. The nurse thanked. Call ended.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device logs confirmed an increased intraperitoneal volume (iipv). External & internal visual inspections revealed no problems. A device history review was conducted and no exception, nonconformance, or rework was found related to the reported condition during the manufacture of the lot. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issues. The device functioned normally during pal testing. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow/ no flow occurred above the minimum drain volume threshold. The device was determined to meet the specification requirements relative to the iipv identified via device log review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).